Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the connector. The infusion set was in use for three days. High blood glucose was addressed using manual injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
A supplemental medical device report (MDR) was submitted with the manufacturing report number 8021545-2025-00263 for complaint ID (B)(4) sent on 15-oct-2025. This MDR is now being submitted to correct the complaint ID associated with the MFR number 8021545-2025-00264, which is complaint ID (B)(4). The initial MDR with manufacturing report number (8021545-2025-00263), was submitted on 28-feb-2025. Upon completion of the investigation, the manufacturing date was updated as 29-may-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006719. In question was manufactured at the osted site. Device history record (DHR) review: the 6006719 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 29-may-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2024-00263), was submitted on 01-mar-2025. Upon completion of the investigation, the manufacturing date was updated as 16-jul-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007873, in question was manufactured at the osted site. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6007873" . The count of complaints is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6007873 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 16-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.